Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.0.1, ubd: , UDI#: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was "not calibrated". The site reported the system was not lining up. No further details given at time. It was asked what was meant by "not calibrated" and "not lining up" and the site was unable to provide clarification at time. There was an alleged inaccuracy. There was no patient involvement.

Event description:
It was reported that the site had confirmed it was inaccurate. The system was good to go and fully functional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative believed that "not calibrated" was different wording for inaccuracy. The inaccuracy was 2-3mm.

Manufacturer narrative:
H3: analysis was performed for product: 9735736, software version: 2.0.1. It was reported that it was observed that the user had moved back and forth from registration and navigation tasks. The error metric captured in the logs were in the range from 1.2 to 2.3mm. Verification had passed for tools entinstrumenttracker. For 6 times, tool 45 deg frontal suction verification had failed due to the distance criteria and later it succeeded. There were no other errors captured in the logs which defined the cause of the issue. The archive was reviewed and two CT exams were observed, which were as per the protocol. The registration error metric is 1.2mm and there was a green zone of accuracy. Few points collected on the forehead were under the skin. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Already reported codes b01 and c19, as well as newly coded d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.